Event description:
A patient in spain was undergoing crrt on a prismaflex. The nurse observed a slow continuous blood leak from the luer-lock of the venous return line that connects with catheter. The patient had an estimated blood loss of 60 ml. There has been no further information provided for this event,

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. The review of the prismaflex m100 set device history record for lot number 14a2908g shows that no manufacturing anomaly was recorded regarding this lot number. The root cause of the reported event remains unknown.